Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high volumes during use on a patient on the lap top ventilator 1200. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. The following tests were performed to verify the performance of the unit under test: maintenance & calibration: high and low transducer port leak tests the unit under test was tested in accordance with the listed procedures and was found to have high and low leakdown rates of 0.10 and 0.10cmh2o respectively in 1 minute, should be less than 1 cmh2o per minute. The unit under test passed. The pilot pressure was tested and found to have a leakdown of 0.10cmh2o per minute. All solenoids were cycled and found to function correctly. Prior to final assembly the uut had underwent automated leak testing per test 26979-001 rev.c on october 18, 2018 and passed on all counts. The original complaint was not duplicated in the failure analysis laboratory. The device was tested and found to function to specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available